Event description:
Information was received that a smiths medical level 1 hotline fluid warmer was leaking water. No adverse effects were reported.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in poor condition with a cracked reservoir cover around the bolts and missing rubber feet. It was noted to include an old style board, drain elbow and reflux plug. The device underwent functional testing by filling the reservoir with water; it was noted to be instantly leaking. The leak was noted to have been coming from the cracked reservoir cover from overtightened bolts. Upon review, the problem source has been determined to be user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.